Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patients knee became infected and a wash out was performed. All cemented components were well fixed and no indication of loosening was observed. Surgeon washed the joint out and swamped the sigma cvd insert out with the original size and thickness insert. Doi: unknown; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). It is not reasonable to conclude that the device contributed to the patient's infection, 3+ months after implantation.